Event description:
On (B)(6) 2022 at 0500, rcp noticed low return volume and audible cuff leak. Rcp attempted to troubleshoot by passing suction catheter and re-inflating ett cuff, after 30 seconds audible leak and low return volumes were noted again. Patient was re-intubated by ER md using a bougie. Ett was replaced with 7.5 ett, secured at 25cm. Cxr confirmed ett at 3cm above the carina. Equipment was saved and reviewed. During investigation, ett was placed in water and cuff was inflated. Bubbling was noted and ett did not hold air. FDA safety report ID#:(B)(4).